Event description:
Boston scientific received information that a coronary sinus dissection prevented the placement of the left ventricular (lv) lead. The model/serial number of the lv lead is currently unkknown. A second procedure was scheduled to allow time to heal prior to implanting a new lv lead. The lead was successfully implanted at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.